Event description:
An endovascular stent graft was placed into a male patient in 2008. Upon final angio run, a proximal type I endoleak was noted on the right side. The physician reballooned with a molding balloon and angio exhibited that leak was better. The patient's anatomy was such that the aortic neck was turned to the left and the graft was placed at the renals, and there was no room for an extension. Using a 30 cc syringe for inflation, the molding balloon was re-inflated and when they did another angio shot, a rupture was noted. The rupture was at the line of the renals and went halfway around. They then moved the molding balloon up to the thoracoabdominal area and took the patient from ir to or. The patient was opened up and the proximal anastomosis was done. The physician was using a dacron graft and securing it to the main body graft. He thought it had been secured well, but each time he unclamped, leakage was occurring. He decided to explant the rest of the endovascular graft and then did an aortobifemoral graft. This was successfully done and as they were finishing up, the patient crashed and could not be revived. The patient had heart problems and was pacemaker dependent. The physician had to do chest compressions during the procedure. They gave 3250 of blood (ffp) and 4100 units of cell saver. The implanting physician stated the patient had a 5.5cm aaa with a good landing zone and the main body was placed without difficulty. An angiogram revealed a type ia endoleak which was ballooned three times, with the infrarenal rupture occurring with the third inflation of the coda. The implanting physician reviewed images and noted that the coda markers were within the graft. The patient had developed a bleeding diathesis from extensive blood loss and expired. The physician did review the images and believes that the coda markers were within the graft fabric on all three inflations.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Each coda device is sent with an instructions for use booklet that lists the anatomical requirements, warnings, precautions, and inflation guidelines. An internal clinical review indicated that the event was caused by user error.